Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any, the ventralex hernia patch may have caused or contributed to the events as alleged. The contact provided the implant operative report, which showed no complications associated with the procedure. At this time no conclusion can be made. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date this is the only reported complaint for this production lot of (B)(4) units released for distribution in june, 2016. Should additional information be provided, a supplemental emdr will be submitted. Remains implanted.

Event description:
Medical records provided show that on (B)(6) 2016 the patient underwent repair of an umbilical hernia and was implanted with a bard/davol ventralex hernia patch. As noted in the medical records the patient tolerated the procedure well, was extubated and transferred to the recovery room in satisfactory condition. The following was reported by the contact: two weeks post implant the patient returned to the surgeon due to increased amounts of pain in the abdominal area. As reported the patient underwent an ultrasound. The contact reports that the ultrasound shows the mesh had moved from it's original, fixed position and was possibly impinging on some of the nerves. The contact states the pain experienced by the patient "feels like being struck by lightening''. As reported the patient was placed on disability for two years, which ended in (B)(6) 2019. It is reported that with his doctor's permission the patient works part time as he cannot sit for extended periods of time due to the nerve damage. As reported, the patient underwent pain management with nerve blocks and was placed on different prescription medications to treat the nerve pain; however, he had some adverse reactions to these and had to stop taking them.